Manufacturer narrative:
The investigational analysis completed 11/4/2019. The first visual inspection was performed and reddish material was found in pebax sleeve. A second visual inspection was performed and reddish material was found in pebax sleeve. No internal parts were exposed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface, below the polyurethane border of ring 1. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) observed a hole on the pebax surface. Initially it was reported that a no impedance sensor issue occurred. The procedure was then aborted. No adverse patient consequences were reported. The observed no impedance and procedure cancellation issues have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/19/2019, the biosense webster inc. (Bwi) product analysis lab (pal) was received on 9/19/2019. During an initial and secondary visual inspection, reddish material was observed in the pebax sleeve. The observed reddish material was assessed as not MDR reportable, as no internal parts were exposed. Further testing was then performed. On 10/23/2019, the bwi pal performed scanning electron microscope (sem) analysis and found evidence of mechanical damage, and a hole on the pebax surface, directly below the polyurethane border of ring 1. The observed hole has been assessed as an MDR reportable malfunction as internal components were exposed. The awareness date has been reset to 10/23/2019.